Event description:
It was reported that after confirming a stent deployment, the intravascular ultrasound (ivus) catheter became stuck during withdrawal of the catheter. The lesion being treated was 90% stenosed in the moderately tortuous and calcified proximal left circumflex artery (lcx). The physician accessed the lcx by using a guidewire and guidecatheter via radial approach. The lesion being treated was dilated with a balloon catheter, ivus imaging was performed which detected calcification in two-third to half circle followed by deployment of a stent. The stent was post dilated with a balloon catheter, and ivus was performed to confirm dilation of the stent. Upon retrieval of the ivus catheter, it is believe to have become caught on the stent. The physician did not claim there was any problem with the stent. The physician attempted to advance the balloon catheter through a 6f guiding catheter, but was unsuccessful due to the small dimensions of the guiding catheter. The physician then removed the imaging core and the catheter hub was cut. A 5f straight catheter was inserted into the 6f guide catheter, followed by a guidewire. During placement of the guidewire, resistance was experienced and in an attempt to remove if from the straight catheter, the ivus catheter was freed and withdrawn without pt complications.